Event description:
It was reported that the pump was not working properly that led to the customer being hospitalized.. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.